Event description:
It was reported that this right atrial (ra) lead recorded an automatic lead safety switch (lss) due to high out-of-range pacing impedance measurements greater than 3000 ohms. Technical services (ts) reviewed the device data and noted a sudden spike from approximately the 700-ohm range to greater than 3000 ohms, after which the impedance returned to approximately the 400-ohm range. Additionally, noise was observed when the device automatically reverted to unipolar configuration, and this noise was sensed during atrial fibrillation (af) episodes. Ts suspected a connection issue and provided recommendations to reprogram the lead back to bipolar configuration and adjust sensing settings. No adverse patient effects were reported. This ra lead remains in service.